Event description:
It was reported that the pt has consistently experienced pain in his hip since the surgery. He has undergone physical therapy for months which has not relieved his pain. The pt states that he cannot lie on his left side without pain. The pt also states that he has been complaining to his surgeon for a long about the pain and discomfort. The pt's surgeon is scheduling his appointments for MRI, blood work, and office visit within the next few weeks. Additional info received on (B)(6) 2013 mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.